Event description:
It was reported that there was 'a bent electrode in the first third of the electrode- not the tip.' The doctor unpacked the electrode and recognized that the electrode was not straight. It was noted that there was no patient involved in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (lot #) found no anomalies. The lead met the straightness specification of not deviating more than 0.150" from straight. A very slight bend was observed in the stylet approximately 6.5 cm from the distal end. The functionality test showed no shorts between circuits and the continuity was acceptable.